Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy under back te pads. Patient reported having known allergies to metals. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised taking intermittent breaks from the device for the rash. Follow up indicated that the rash improved.